Event description:
A customer reported smoke and odor emanating from the dimension(r) instrument. No open flames were seen from the ul listed analyzer. The customer shut down the instrument. There was no report of adverse health consequences as a result of the smoke. There was no report of adverse health consequences as a result of the instrument shutdown.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the smoke is a loose power cord on the reagent management system power input module which can cause the plug to overheat. A siemens healthcare diagnostics inc urgent field safety notice was sent to customers in july 2012 to alert them on the issue and advise and preventive measures. The instrument is performing within specifications. No further evaluation of the device is required.